Event description:
Information received by medtronic indicated that there was lost sensor signal. No harm requiring medical intervention was reported. The customer will discontinue to use the device

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged lost sensor alarm found on (B)(6) 2021. Insulin pump passed the displacement test, self test and p-cap locks properly into reservoir. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The sensor and transmitter was able to connect and calibrate with the pump successfully. No lost sensor alarm occurred after connecting the sensor and monitoring pump. The following were noted during visual inspection: pillowing keypad overlay, scratched case, serial label damage, cracked keypad overlay, cracked reservoir tube lip, broken belt clip rails and minor scratches on lcd window. In summary, customers alleged lost sensor alarm was not confirmed. Sensor and transmitter connected and calibrated to the pump successfully and monitored and connection was sustained. Insulin pump passed displacement and self test. No damage on electronic/motor assemblies noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.